Event description:
It was reported that prior to a transcatheter arterial chemoembolization (tace) treatment procedure, the guide wire coating was peeling. The fathom periph guide wire was intended to be utilized in the hepatic artery. During preparation, after flushing the device, the physician noted that the coating on the distal of the wire was peeling. The device was not used. A different guide wire was utilized to complete the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that prior to a transcatheter arterial chemoembolization (tace) treatment procedure, the guide wire coating was peeling. The fathom periph guide wire was intended to be utilized in the hepatic artery. During preparation, after flushing the device, the physician noted that the coating on the distal of the wire was peeling. The device was not used. A different guide wire was utilized to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed that there was a bent at 73.5cm proximal to the distal end. The guidewire was also bent on its proximal section. Visual examination of the guidewire revealed the ptfe coating was slightly compressed and scraped on several places at 18.0cm from its proximal end. The coating was slightly compressed and missing from the guidewire. From the condition of the guidewire it appeared that the torque device had been over tightened on the guidewire. No anomalies were observed with the bond joint. The hydrophilic coating was checked with the wet fingers, the coating was present on the guidewire. No anomalies were observed with the coating. The corewire was observed through the distal tip dome. The guidewire distal was pulled with slight force, the core wire was attached on its distal side. The guidewire was shaped on its distal section. The functional evaluation was performed. The guidewire was loaded and advanced in to a demo renegade microdelivery catheter. During advancement of the guidewire a small friction was encountered, likely due to the observed bend on the wives however the guidewire came out of the microdelivery catheter distal end. All dimensions, which were measured, were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as the dfu states ''excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire.'' (B)(4).

Manufacturer narrative:
(B)(4).